Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process; after resetting, the pump did not display the error code again, allowing the caller to successfully start their sensor session.